Event description:
According to the reporter, during an in-service demonstration at the hospital by a medtronic representative, the sensor was used and later the representative reported a skin integrity issue after the sensors had been applied. The sensors were discarded after the demonstration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.